Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated invalid/missing atrial high rate (ahr) diagnostics. Atrial tachycardia/atrial fibrillation (at/af) detection interval (rate) parameters shown as "???." This is a custom software device. Customized programming of atrial tachy detection interval to an out of range value leaves ??? On the screen. Device functioning as expected.

Event description:
It was reported that the implantable pulse generator (ipg) displayed invalid data as "???". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.